Manufacturer narrative:
Qc results are out of specification and the ise system does not calibrate. A bci field service engineer (fse) performed the following: cleaned the flow cell and electrolyte injection cup (eic) cup replaced the sample probe and carbon bridge rebuilt the ratio pump replaced a leaking modular chemistry t valve. Fse calibrated the unit and ran 10 reps of both high and low control. Precision was within specifications. Per customer, on (B)(4) 2011, the issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to 25 erroneous low sodium (na) results generated by the synchron lx 20 pro clinical systems. In addition, qc results were out of specification and unable to calibrate the ion-selective electrode (ise). The erroneous results were reported out of the laboratory. The results were low by 2 to 5 units for 23 of the samples and up to 10 units for two samples. Patient results are not available. Patient's treatment was not impacted by this event.